Event description:
Pt was transferred from hosp for cardiac catheterization and angioplasty after diagnosis of acute mi on 2/10/0. During stent placement in the cardiac lab, the physician was unable to release the balloon from the stent, the guide was sucked down the vessel. While trying to remove the system, the shaft fractured and separated, leaving stent balloon and part of shaft in posterior laterial- distal rca. This caused a large dissection of the mid-rca with no flow to vessel. The pt became hemodynamically unstable, requiring iabp, intubation, and vasopressors. The physician then stented the entire length of the rca into the pda iwth multiple stents, which restored blood flow. The pt did well after this and was discharged from the hosp 2/2006.